Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the pt had been in the intensive care unit of the hospital since (B)(6) 2013 with ketoacidosis and she was unconscious. The diabetic counselor thinks the infusion device does not deliver insulin properly. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump.